Manufacturer narrative:
Follow-up #1: device evaluation: the meter and pump has been returned and evaluated by product analysis on 04/08/2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the alleged pump¿s incorrect bolus calculation issue was not duplicated. Review of black box data found that three days before the event date there was a delivery interruption for about 2½ hours because the total daily dose was exceeded. The total daily delivery added up correctly and reflected the user¿s programmed basal rate. The pump powered up and functioned properly. The pump delivery accuracy was within specifications. A rewind/load/prime sequence and a 24-hour basal exercise were executed without incidences. Normal and audio bolus were completed and recorded correctly. An ezbg bolus and an ezcarb bolus were manually calculated; returned pump correctly calculated the same units.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the patient experienced both hyperglycemia and hypoglycemia due to an inaccurate delivery issue. Reportedly, on the complaint date, the patient¿s blood glucose (bg) was as low as 50 mg/dl with no associated symptoms reported and as high as 300 mg/dl with abdominal pain. It was reported that the patient self-treated with insertion site change and insulin via pump. The patient allegedly discontinued pump therapy with recent adjustment to the basal settings by health care provider, and will resume pump therapy with the replacement pump. Customer support reviewed the basal deliveries with the reporter and determined that they were correct and as programmed. A mock bolus program was conducted on the pump while the patient was disconnected and it was determined that the pump recommended bolus total was not calculated correctly. The reported hypoglycemia did not meet the criteria for a serious injury. This complaint is being reported because the patient experienced severe hyperglycemia related to an issue with incorrect bolus calculation by the pump of unknown causes.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.